Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, pain, burning.

Event description:
Patient reported left side "burning," "pain," "capsular contracture," and "bigger." Device has been explanted.

Event description:
Healthcare professional later reported, "fibrous tissue with reactional changes. Mild chronic inflammatory infiltrate and some foreign body-type giant cells".

Event description:
Healthcare professional additionally reported left capsular contracture baker grade IV. Later patient representative reported left "swelling", "rippling", "recall, psychological damage", and "breastfeeding period was painful, breastfeeding interrupted at 6 months after birth".